Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-02245. It was reported the pt had a fever the day after her implant procedure and the pt went to the emergency room. F/u on the pt identified the fever had resolved. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.